Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, that a shaft fracture and withdrawal resistance occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. The physician attempted to place the 2.50x20mm taxus liberte drug eluting stent, but was unable to cross the lesion. When removing withdrawal resistance was felt and the shaft fractured. The procedure was not completed as the same device was not available. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 16.8cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context.